Event description:
It was reported that patient presented in clinic with symptom of discomfort due to phrenic stimulation from their right ventricular (rv) lead. Programming changes were implemented but did not resolve the event. The rv lead was explanted and replaced. The patient was stable.